Event description:
The customer reported to customer service that the adapter for her breast pump ¿came apart when she tried to use it ¿ one of the screws were on too tight.¿

Manufacturer narrative:
Customer service sent the customer a replacement power adapter. In follow up with the customer, she indicated that upon first use of the power adapter, she noticed what appeared to be a screw in the transformer housing that was overtightened which became a crack, though she did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. The product was received and evaluated ¿ see page 3 for the evaluation summary. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.6 ohms, which is normal and indicates that the thermal fuse did not blow.